Event description:
At follow-up, a loss of capture was observed. Patient was admitted to the hospital. Echo showed small pericardial effusion. X-ray did not reveal perforation. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a rotational atherectomy percutaneous coronary interventional procedure, a stent explantation occurred. The vessel location is unknown, although the lesion was 20mm long and the vessel was 3.0 mm in diameter. The lesion was severely tortuous, with a greater than 90 degree angle. The concentric lesion was severely calcified and 95% stenosed. Following rotational atherectomy with the 1.5mm rotalink burr, the physician noted that a stent placed previously had been extracted. The physician had noted resistance during ablation. The physician then deployed another stent in the lesion. No patient complications were reported, and patient status was reported as 'ok'.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.